Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a cystoscopy, the doctor was unable to remove the subject device from the patient's urethra stating the probe became twisted/bent. The patient suffered a tear in the urethra when the clinician tried to remove the scope. This caused limited bleeding. It was further reported that the patient then became ill due to an infection. Further follow up is pending with the customer.

Event description:
It was additionally reported that it was a relatively minor injury. The patient was fitted with a catheter and they did not expect any lasting damage. The customer also stated they have a person working in the sterile room who takes care of the device and washes them and checks them. Maintenance is always done. They reported they had not found any anomalies before use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the approved final investigation and additional information in b2, b5, g1 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.